Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, physician was unable to retract the helix. After some time of many failed attempts, helix just came out. Lead was explanted and replaced. Patient was doing well.

Manufacturer narrative:
Analysis was normal. No anomalies were found.